Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.